Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: as of oct 08 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, sketching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record d23518 (production date 24-oct-2014 and expiration date 28-oct-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information, the defect type corresponds to the following meddra llt: device breakage and device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar ae cases with this batch did not result in an unusual pattern. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and micro-insert breakage during placement occurred. This event is anticipated according to quality safety evaluation. In the present case, limited information was provided. Physician reported that during placement procedure a detachment difficult and micro-insert breakage occurred. Given the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected (breakage questionnaire).

Event description:
Other reportable incident. Malfunction. Device breakage. This is a spontaneous case report received from a physician in united states on 28-aug-2016 which refers to a (B)(6)-year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) lot number d23518 (expiration date 31-jan-2019) on (B)(6) 2016, for permanent sterilization. It was reported detachment difficulty and micro-insert breakage during placement. It was removed at the same day (failed insertion). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and micro-insert breakage during placement occurred. This event is unlisted in the reference safety information for essure. In the present case, limited information was provided. Physician reported that during placement procedure a detachment difficulty and micro-insert breakage occurred. Given the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 28-dec-2016: follow-up attempts were performed with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and micro-insert breakage during placement occurred. This event is anticipated according to quality safety evaluation. In the present case, limited information was provided. Physician reported that during placement procedure a detachment difficult and micro-insert breakage occurred. Given the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained, despite follow-up attempts.